Event description:
A surgeon reports at haptic broke during insertion of the intraocular lens (iol). The iol was removed and replaced during the initial procedure. Enlargement of the incision and a suture were required. The surgeon reports the pt had some astigmatism due to the suture. This resolved when the suture was removed and the pt has had a good outcome with no further problems reported.